Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat an 80% stenosed lesion in the mid carotid artery with moderate tortuosity and mild calcification. The emboshield nav6 embolic protection device (epd) was advanced distal to the target lesion without issue. After the filter was deployed, it was observed that the epd was slipping down towards the diseased vessel. Even after pushing the device twice distally, it was seen that the epd was not stable in the distal vessel and was slipping downwards. The epd was retrieved without resistance, and a new epd was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for evaluation. The reported difficulty was not confirmed due to the condition of the returned device. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.